Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thus software. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons function properly. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2024 at 15:58:16.000 during bolus. No unexpected rewind anomaly noted. No motor alarms noted in the pump history or long trace files within two weeks of event date or during testing. No drive motor anomaly noted during testing. No prime/fill alarms noted in the pump history/trace files or during testing. Force sensor was measured and is within spec (22.9mv at zero offset). Pump was cut open for visual inspection and no physical or moisture damage was found on the electronic assemblies, motor, or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarms noted during testing, however, a stuck key alarm was found in the (history file or traces) [(B)(6)2024 at 17:07:25.000]. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and keypad overlay texture damage. Alleged insulin flow block alarms not confirmed during testing. Alleged drive motor anomaly not confirmed during testing. Alleged rewind anomaly not confirmed during testing. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible site or set occlusion, keypad/button unresponsive/button error, rewind anomaly, no delivery/occlusion alarm, drive/motor anomaly, occluded. The customer reported no adverse event. The event involved product(s) mmt-397, mmt-1715kl, mmt-332a. The customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details.customer reported a past insulin flow blocked alarm.customer reported a keypad anomaly and/or stuck button alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-397. No product return is required for mmt-1715kl. No product return is required for mmt-332a.